Event description:
Voluntary medwatch received states a patient developed a pocket infection and pocket erosion. The patient was implanted with an implantable cardioverter-defibrillator system. The intervention and patient condition were unknown.